Event description:
A peritoneal dialysis (pd) patient reported to customer service that they had peritonitis. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. A pd culture was obtained which yielded growth of the bacteria staphylococcus epidermis. The nurse stated the patient is being treated with vancomycin (per clinic protocol) intra-peritoneal (ip), on an outpatient basis. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange. The patient was provided retraining on proper pd technique and continues treatments with same cycler without any further reported issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to customer service that they had peritonitis. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. A pd culture was obtained which yielded growth of the bacteria staphylococcus epidermis. The nurse stated the patient is being treated with vancomycin (per clinic protocol) intra-peritoneal (ip), on an outpatient basis. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange. The patient was provided retraining on proper pd technique and continues treatments with same cycler without any further reported issues.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.